Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The serial read-out of the pump has been provided to livanova (B)(4) and the affected device was requested back to the manufacturer site for a detailed investigation. Results revealed that the issue could be confirmed and the fault was addressed to a dissolved glued connection of the housing of the shaft encoder. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a shaft angle encoder error message was indicated on a s5 roller pump during procedure. There was no report of patient injury.